Event description:
Customer reportedly obtained results of 6.7 inr and 6.2 inr on the coaguchek xs system and 4.5 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.